Event description:
Boston scientific crm received information that six days following implant with this right ventricular (rv) lead, the lead had become dislodged. During the revision procedure, the physician was unable to successfully manipulate and reposition this lead and it was explanted. The physician requested a new rv lead and this new lead was successfully implanted and no adverse patient effects were reported or associated with the clinical observation.